Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. Not returned to manufacture.

Event description:
Consumer reported via email that she was unable to remove a tampon from her vaginal cavity due to the string being too short. She did seek medical attention to remove the pledget. She did not report any adverse health affects.